Event description:
It was reported that "surgeon was trying to remove a reflex hybrid screw 4.0x14mm variable self drilling screw from a two level 28mm reflex hybrid plate with the screw removal device. The screw was attached to the device when the removal device "snapped" off in the screw, leaving part of the device in the screw."

Manufacturer narrative:
Codes will be updated in a supplemental, following the engineering evaluation.